Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed compromised force sensor system. Customer blood glucose reading was 86 mg/dl. Customer stated insulin was squirting out during manual process. Troubleshoot was performed. Customer drive support was normal. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare provider instruction. The insulin pump will be returning for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test. The device was received with motor error alarm during the basic occlusion test due to loose and protruded support disk. Unable to perform prime test, excessive no delivery test and occlusion test or verify prime alarm due to motor error alarm.